Event description:
Event: (cc# 98-00905) an alarm sounded from the pump and blood was noted in the tubing. The doctor was called and the patient was taken to the o.r. And the iab was removed. There was no detriment to the patient. (Datascope also received the mandatory medwatch from the distributor; uf/dist report number: 2026191-1998-0020) on 10/21/98, datascope was notified that the iab was probably discarded and would not be returned for evaluation. [Event complications]: the iab was surgically removed - reported 7/23/98. [Patient's current status]: unk - rpt'd 7/23/98.